Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4). Device expected, but not yet returned.

Event description:
(B)(6) is reporting an alarm that will not make noise when the patient is removed from the sensor. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
H6: additional information was received and customer reported device will not be returned. Since the device was not returned the reported issue could not be confirmed. This report is based solely on the customer reported issue. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states: check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keep safe scout if the audible alarm does not sound. A review of the complaint database revealed one similar complaint of this model of alarm not sounding when weight was lifted off of the sensor. In that instance the unit was received with 9v battery inside the compartment and upon testing the battery, it was identified to have insufficient voltage to power the unit. The unit passed all functional testing when the battery was replaced with a new supply and tested with the returned sensor pad. A review of a sampling of alarms pulled from inventory did not find any instances of alarms that failed to sound when weight was lifted from the sensor pad. The complaint could not be recreated. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). H3 other text : customer declined to return device.

Event description:
Supplemental required for additional information.